Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead pacing thresholds had increased, more specifically had suddenly risen. The lead was reprogrammed. The patient subsequently experienced chest pain and presented to the emergency room that night. It was determined that the patient was experiencing diaphragmatic stimulation from the lead. The lead was reprogrammed a second time and remains in use. The patient is a participant in the (B)(6). No further patient complications have been reported as a result of this event.